Manufacturer narrative:
Batch review performed on 13 may 2024: lot 2303494: (B)(4) manufactured and released on 13-apr-2023. Expiration date: 2028-03-22. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with another similar reported event during the period of review.

Event description:
At about 5 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.